Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the drive manifold assembly to resolve the issue. The schedule pm was completed and all functional and safety checks were performed to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), the drive manifold test failed. There was no patient involvement, and no adverse event was reported.